Event description:
The catheter was inserted, after some difficulty, in a 51 yr old obese female pt. During the suturing of the catheter, the pt's heart rate suddenly dropped from 80 to 50. The catheter was removed and the pt was successfully resuscitated. The pt was transferred to ICU, where she died suddenly. An autopsy revealed a nick in the aorta and the cause of death was listed as internal bleeding leading to tamponade. The phsician stated that the product was not defective and the incident was procedure related.